Event description:
It was reported that insulin gauge displayed amount different than expected and showed static fill estimate of 45 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received education that this could occur due to large variance in measured pressures used to calculate remaining insulin, and was informed that fill estimate would resume counting down once remaining insulin matched displayed value, which customer understood and acknowledged.